Event description:
It has been reported to philips that the system did not boot correctly after a restart. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed the system boot up issue but was not able to reproduce the floating table issue. The analysis of the logfile showed flexviewing-pc and power issues which confirmed the reported malfunction. The fse found that the hard disk bay of the flexviewing-pc had no voltage, which resulted in the system not starting up correctly. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs does not start, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). The fse replaced the flexviewing-pc in accordance with the actions detailed in the medical device correction to resolve the issue. The defective flexviewing-pc was returned to philips for further analysis. The cause of the flexviewing pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of flexviewing pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.